Event description:
Customer states he did back to back testing on the advantage sys with results of 200 mg/dl, 91 mg/dl. No qcs were run. No adverse event was reported. A request was made for the return of the suspect device and a replacement was sent.